Manufacturer narrative:
B3 = date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication errors e228, e229, e217 and e238 during set up of an olympus gastrointestinal videoscope. There were no reports of patient involvement.